Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes: chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that patient went to the hospital due to bg (blood glucose) levels reaching as low as 31 mg/dl and later rose to 358 mg/dl. When the patient was trending down rapidly, he took 2 glucose tablets worth 50 grams per tablet. He drank 2 glasses of orange juice, but his levels were still decreasing. He removed the pod. By this point, the patient stated he began to shake and his bg had dropped to 38 mg/dl. His friend took him to the emergency room (ER) and was admitted with a bg of 31mg/dl. Patient was unable to recall the exact treatment that was provided when he initially arrived as he was very incoherent. He stated that he may have been given glucagon and he does recall being put on IV fluid. The ER did not given him any insulin from 2:00pm (B)(6) until 4:00am (B)(6) and due to this, his bg levels rose to 358 mg/dl. Patient was transferred to ICU (intensive care unit) where he was monitored for a few hours and then later that night discharged. Patient was given a manual injection of long lasting lantus and around 4:00pm he was allowed to apply a new pod and ate dinner at the hospital. His bg did rise slightly after dinner to 167 mg/dl and another bolus was given. One of his basal program segments was also changed by the doctor.